Event description:
A customer reported that electrode strip was bent and 2 contacts separated from the strip and had to be retrieved from the patient.

Manufacturer narrative:
The customer has not reported information on patient impact. We are currently seeking more information to conduct a thorough investigation. The customer has been emailed several times to gather follow-up information. At this time we have insufficient information.

Event description:
A customer reported that electrode strip was bent and 2 contacts separated from the strip and had to be retrieved from the patient.

Manufacturer narrative:
The customer has not reported information on patient impact. We are currently seeking more information to conduct a thorough investigation. The customer has been emailed several times to gather follow-up information. At this time we have insufficient information. Updated (B)(6)2024 no product was returned or checklist with additional information was supplied by the customer. Several attempts were made to obtain but were unsuccessful. With the limited information supplied by the customer no root cause could be identified. There are no corrective actions.

Event description:
A customer reported that electrode strip was bent and 2 contacts separated from the strip and had to be retrieved from the patient.

Manufacturer narrative:
The customer has not reported information on patient impact. We are currently seeking more information to conduct a thorough investigation. The customer has been emailed several times to gather follow-up information. At this time, we have insufficient information. Updated 06/28/24. No product was returned or checklist with additional information was supplied by the customer. Several attempts were made to obtain but were unsuccessful. With the limited information supplied by the customer no root cause could be identified. There are no corrective actions. Updated 09/27/2024. UDI related data quality updates only. Clarification and correction of the following missing items from previous supplemental report: combination product- no. Brand name- subdural electrode. Model and catalog number ts08r-sp10x-000. Primary di number- (B)(4).